Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the microscope head wobbles and the video output is not centered on the monitor. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The company service representative examined the system, confirmed, and replicated the reported events. As a correction to the wobbly head, the company service representative tightened all head and arm screws. The decentered video on the monitor was centered to the camera. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The operator¿s manual provides instructions that the user should verify the mechanical security of the console prior to use. The root cause of the decentered video on the monitor can be attributed to the camera not being centered. The root cause of the wobbly head can be attributed loose screws. The manufacturer internal reference number is: (B)(4).